Event description:
The customer alleged that during pre-patient check that the vent has no audio alarm. The mallinckrodt customer support engineer (cse) inspected the device and could not duplicate the alleged event, however the cse noticed a loose connection of the alarm harness to the display board. The cse reconnected the harness and the unit passed extended self testing. No parts were replaced.